Manufacturer narrative:
The account replaced the accessory outlet to resolve this issue.

Event description:
Account alleged that when they plug the main power cord into ac power, the bed works properly. But when they plug the bed accessory outlet black power cord in, the graphic caregiver interface goes out. The account alleged they found signs of fluid residue around the receptacle at the foot end of the bed. No injury reported.